Manufacturer narrative:
Additional information was added to h4 and h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted..

Event description:
It was reported that a small volume folfusor underinfused during a patient infusion. The infusion took place at the patient¿s home and after two (2) days when the patient was disconnected, it was noted that the device had infused approximately half the solution. The device had been filled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.